Event description:
The customer reported the system failed to boot. No reports of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The table sensor pcb was replaced. The system was tested and found to be working as intended, and put back into service.